Event description:
It was reported that the patient never had therapeutic effect since implant and was not sure of her settings. The patient used the patient programmer on (B)(6) 2012 and the device was now working and might be helping with her urinary symptoms, as they are somewhat better since saturday. Her physician gave her some meds for her symptoms, which were supposed to be inserted before she urinated, but she would begin urinating right away. The patient had ms, including having "spurts" of symptoms coming and going. Around the time she was implanted, her ms was really bad and she had a lot of urinary problems, going to the bathroom all the time, but now her ms had been better and her urinary symptoms were also better. It was also reported that when she turned on the device on (B)(6) she got a shocking sensation, she turned it down. The patient was on program 2 and went from 2.4v to 2.2v. She felt the stimulation well in the pelvic floor area, not painful or uncomfortable, and was going to try those settings to see if relived her urinary symptoms. Subsequent information received reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3093-33, lot # v601604, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).